Event description:
Complainant alleged that while attempting to monitor a (B) (6) male patient with chest pains, the device displayed a "defib disabled", "pacer disabled" and a system a fault 37 message. Complainant indicated that there was no adverse effect to the patient, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report, when our investigation is completed.